Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. A product analysis was unable to be completed as to date no samples or pictures have been provided. The most likely root cause for the reported could be due to a workmanship issue. The operator at the assembly station is responsible for introducing a bonding agent to the pigtail and catheter assembly, however, if this step is missed, leaking could occur. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to retraining the personal. A production notification was issued to staff members to ensure that they are aware of the condition reported by the customer. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the salem sump was not suctioning well. The nurse irrigated it with sterile water and found a leak near the air port. There was no patient injury. Additional information provided stated that the tubing was not functioning at all.